Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused deep vein thrombosis (dvt), lifetime anticoagulation, filter is embedded and unable to be retrieved and post implant pain. The patient reported becoming aware of filter embedded in wall of the inferior vena cava (ivc), blood clots, clotting and or occlusion of the ivc, and device unable to be retrieved with no documented attempts to remove the filter, approximately nine years and eight months post implant. The patient also reported being diagnosed with a dvt, experienced pain post implant in addition to emotional distress, mental anguish, anxiety and stress related to the filter. According to the implant record two days prior to the index procedure the patient fell from an elevated bucket/ladder onto a paved surface and sustained a complex mandible alveolar ridge fracture, fracture of multiple teeth and left wrist fracture dislocation. The patient underwent treatment for the wrist fracture initially. The morning of the filter implant, a lower extremity venous duplex examination was performed and unexpectedly observed a dvt of the right femoral vein. The indication for the filter implant was high risk for dvt and pulmonary embolus and inability to anti-coagulate due to the injuries. The filter was placed via the left femoral vein and deployed with the tip at the bottom of the l2 body. The patient tolerated the procedure well without complication. There is currently no additional information available for review. The product was not returned for analysis. The device history record review could not be completed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implant. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Blood clots, clotting and/or occlusion of the inferior vena cava or the vasculature do not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and vessel characteristics. Inferior vena cava filters are not indicated for use in the prevention of deep vein thrombosis. Due to the nature of the complaint the reported pain experienced by the patient could not be further clarified. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the limited information provided to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: deep vein thrombosis (dvt), lifetime anticoagulation, filter is embedded and unable to be retrieved and post implant pain. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Per the implant records, two days prior to the index procedure the patient sustained a major fall while at work from an elevated bucket/ladder onto a paved surface. The patient required immediate open reduction and external fixation of a left wrist fracture and recognized as having major mandibular and dental fractures at that time but due to the need for further diagnostic assessment, the patient underwent treatment for the open fractures initially. After undergoing a lower extremity venous duplex examination, the morning of the filter implantation, the patient was found to have right femoral dvt and a clot present within the right femoral vein. It was thought that the initiation of anticoagulation could lead to massive bleeding from the oral and facial operations. The option of using a retrievable or removable inferior vena cava filter was elected as the patient¿s critical period of anticoagulation would be over in about a couple of weeks. Placement of the filter was indicated considering the fact that the patient developed a clot within 48 hours of sustaining the injury; and it was furthermore thought that the patient was probably at extremely high risk of developing dvt and possible pulmonary embolization which could potentially be fatal at a later time. Even though a retrievable inferior vena cava filter was selected, and it would to be placed on an emergency basis, the family felt that a permanent solution (leaving the inferior vena cava filter permanently in place), would be preferable so as to prevent pulmonary embolization for future episodes of venous thrombosis. Following sterile prep and drape, the left femoral vein was cannulated using a thin wall angiogram needle into the left femoral vein. The angiogram revealed normal anatomy. No clot was seen within the inferior vena cava and the very proximal portion of the left iliac vein. The inferior vena cava was too close, to maximum limits of vena cava filter placement (approximately 25mm in diameter); however, this was thought to be suitable for inferior vena cava filter placement. Post procedure, the inferior vena cava filter proximal tip was at the bottom of the l2 body. The inlet of the right renal vein was visible at approximately the bottom of the l1 body, and the inferior vena cava filter was noted well within the vena cava away from the iliac bifurcation. The patient tolerated the procedure well without complication. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately nine years and eight months after the filter implantation. The patient reports filter embedded in wall of the inferior vena cava (ivc), blood clots, clotting and or occlusion of the ivc, device unable to be retrieved and no documented attempts to remove the filter. The patient also reports being diagnosed with dvt, having to remain on lifetime anticoagulation, and that due to the embedment of the optease ivc filter, the filter was unable to be retrieved. The patient further asserts to have suffered from pain post implant and experienced emotional distress, mental anguish, anxiety and stress related to the filter.

Manufacturer narrative:
The catalog number is unknown; if received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused deep vein thrombosis (dvt), lifetime anticoagulation, filter is embedded and unable to be retrieved and post implant pain. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implant. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Deep vein thrombosis (dvt) was reported. Blood clots, clotting and/or occlusion of the inferior vena cava or the vasculature do not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and vessel characteristics. Inferior vena cava filters are not indicated for use in the prevention of deep vein thrombosis. Due to the nature of the complaint the reported pain experienced by the patient could not be further clarified. Pain does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the limited information provided to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: dvt, lifetime anticoagulation, filter is embedded and unable to be retrieved and post implant pain. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.